Event description:
It has been reported to philips that the system did not boot up successfully. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system didn't boot up successfully and showed black screen when turned on. The actual cause of the issue was the failure of the hard drives. The fse replaced the hard drives and reloaded the software to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.